Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating that the device heated up gradually throughout the course of the procedure. The procedure was continued by wrapping the handpiece in a wet cloth.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant product(s): a 1845010: indigo otol straight attachment, serial # (B)(4), lot # 207255663, UDI # (B)(4), manufacture date is july 30, 2013, 510(k) # k081475. A 1845020: indigo otol angled attachment, serial # (B)(4), lot # 208330701, UDI # (B)(4), manufacture date is july 30, 2014, 510(k) # k081475. Indigo handpiece (product # 1845000) was not returned for analysis, evaluation was not performed on this device. Indigo straight attachment (product # 1845010) was returned for analysis. Device evaluation anticipated but not yet begun. Indigo angled attachment (product # 1845020) was returned for analysis. Evaluation of the device could not confirm the device heating up. Temperature testing could not be performed since the stem on the device would not hold for testing. Analysis found that the o-rings were worn and the bearings were corroded. The device was repaired, tested to all manufacturing product specifications and returned to the customer. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the handpiece and attachments overheated. Bur was stuck in the attachments. There was no patient impact.

Manufacturer narrative:
Product evaluation: concomitant device: 1845010: indigo otol straight attachment, serial # (B)(4): the device was evaluated by service and repair; there was nothing stuck in the attachment, however, the bearings were corroded. The device was repaired and successfully tested to specifications. If information is provided in the future, a supplemental report will be issued.